Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. The patient declined further follow-up, and no additional actions were taken by technical support as no further action was required.